Manufacturer narrative:
This event occurred in (B)(6). (B)(6).

Event description:
The customer stated that they received erroneous results for one patient sample tested for free thyroxine (ft4) on an e601 analyzer and an e170 analyzer. The erroneous results were not reported outside of the laboratory. The sample initially resulted as 0.681 ng/dl when tested on the e170 analyzer. The sample was then tested on an e601 analyzer and resulted as 0.646 ng/dl. The sample was repeated on a centaur analyzer, resulting as 1.04 ng/dl. The 1.04 ng/dl value from the centaur analyzer was reported outside of the laboratory. The patient was not adversely affected. The e601 analyzer serial number was (B)(4). The e170 analyzer serial number was asked for, but not provided. Investigations have determined that the customer was using outdated calibrations on both the e601 and e170 analyzers. The calibrations were older than 28 days and labeling recommends recalibration after 28 days.